Event description:
During an ablation procedure, the amplifier displayed an error message indicating that the amplifier was disconnected. After restarting the system, the message changed to ¿amplifier connected,¿ however no ECG signals were displayed. The ECG cable was replaced, but the issue persisted. Due to the issue, the ablation procedure was cancelled.